Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the drill bit was broke during surgery. There was no reported delay or patient harm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The visual inspection of the returned device performed as part of the manufacturing investigation reported the drill bit received was broken. The investigation has shown that the cutting edge shaft is contorted, broken distal and also the cutting edges are blunt. The distal tip is missing and therefore could not be examined. Investigation of documentation for manufacturing and material shows that the instrument produced in 2011 print specification. No failure in material or manufacturing could be detected. The complaint condition is likely the result of the instrument got stuck either in the bone or in the drill sleeve and as the user turned with high force the instrument got damaged. It is recommended not turning the drill bits during insertion into the drill sleeve in order to prevent jamming in it. The blunt drill bits require more mechanical power during the application, therefore we recommend that blunt or damaged instruments need to be exchanged before surgery. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.